Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t wave oversensing resulting in an inappropriate shock to this patient. It was noted that this patient has developed a bundle branch block. Technical services (ts) recommended performing an automatic setup to see which vector will be chosen. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted due to an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t wave oversensing resulting in an inappropriate shock to this patient. It was noted that this patient has developed a bundle branch block. Technical services (ts) recommended performing an automatic setup to see which vector will be chosen. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted due to an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.